Manufacturer narrative:
Batch review performed on 17 november 2020: lot 144489: (B)(4) items manufactured and released on 10-sep-2014. Expiration date: 2019-07-31. No anomalies found related to the problem. To date, (B)(4)items of the same lot have been already sold with one similar reported event since 2016. Clinicl evaluation: femoral component (stem, head and liner) revision performed 7 years after primary cementless total hip arthroplasty. No information concerning patient age, general health status and the presence of comorbidities is available. In the radiographic image provided, radiolucent lines and signs of stress shielding are visible. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined.

Event description:
The surgeon revised the stem due to aseptic loosening of the stem after 6 years and 11 months from the primary surgery. As a routine, the surgeon also changed the inlay and the head.